Manufacturer narrative:
Additional information has been provide in h.3., h.6., and h.11. A sample was not received at the investigation site for evaluation for the report of corneal edema and corneal decompensation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional via study reported that following a glaucoma filtration device (gfd) implant procedure, the subject came with corneal decompensation which was specified as corneal edema. Treatment with topic corticosteroids was provided. Subject outcome was not recovered/not resolved. As per the investigator, the event was related to the device and non serious.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in b.5. Correction has been provided in h.6. (Patient codes - (B)(6)). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that the outcome was recovered/resolved.